Event description:
The physician had delivered the cypher select plus sds to the distal right coronary artery, and connected an indeflator to negatively prep the device. He could not pull negative and assumed the indeflator was defective. Another indeflator was used, but negative pressure could still not be achieved. A conventional syringe was also tried with the same result. The sds was removed and another cypher select plus of the same lot number was used without difficulty. There was no report of pt injury. The facility has been asked to provide pt info, but is unwilling to do so. The account surmised that the cypher had a hole or crack in the hub, because they did not notice backflow of blood, but could not confirm a crack in the hub. A crack in the hub of the cypher select plus was confirmed upon receipt of the product. The product has been returned for eval and testing; however, the engineering eval had not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the us, but is similar to us distributed stent delivery systems for product malfunctions.